Manufacturer narrative:
The device evaluation has not yet been completed by the manufacturer. The pre-shaped cranial mesh is 100% inspected at time of manufacture to fit the pt's skull model.

Event description:
It was reported to medtronic neurosurgery that a pt found a dent in their cranial plate after a seizure; there was also an abrasion or cut in the scalp over the dented area of the plate. The dented plate was explanted and a new plate was implanted.